Event description:
It was reported that the customer went to the emergency room (ER) "to resolve severe hyperglycemia. A blood glucose level was not provided. Customer declined troubleshooting and follow up with tandem technical support. No additional information was able to be obtained.